Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 476mg/dl, while wearing the pod on her arm, and she attempted to treat with a bolus. She then went to the hospital and was diagnosed with hyperglycemia. Treatment included 5 units of insulin via IV along with a bag of fluids. There were no other medications provided at the time of the hospital visit. No other medical issues were examined or treated at the time. Recent setting changes, increasing basal, had been made but no changes were made to the insulin dosage as a result of this event.